Event description:
The hosp reported that in two different situations, the sodalime did not change color significantly and the co2 levels were high for the pt. Reportedly, the sodalime has been used in the machine longer than normal because of low volume of surgeries in the operating room. The hosp has been reminded of the info contained in the product labeling regarding regeneration and moisture effects on sodalime. The hosp indicated they will closely monitor the sodalime in the future.